Manufacturer narrative:
(B)(4): info is unavailable; device was not returned for eval.

Event description:
It was reported by the sales rep that during a lap cholecystectomy procedure, they went through 3 appliers and they were mis-feeding the staples were malformed staples and were l shaped. They used a fourth device to complete the case. There was no pt consequence reported. Devices were all discarded.